Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: missing/dislodged component. Time of issue: before use. Adverse event: none. It was reported that during device preparation, it was not confirmed that the stent was on the delivery catheter. The stent delivery system was placed into the anatomy for a left anterior descending (lad) artery stenting procedure. During movement of the system in the vessel under fluoroscopy, it was realized that the stent was not on the balloon. The stent could not be found although all peripheral and coronary vessels of the pt were searched by fluoroscopy precisely. The tables, product packages and the floor of catheter lab were searched as well. Reportedly, it was felt that the stent was not mounted on the balloon in manufacturing and the sds was packaged without the stent. Additionally, during the lad stenting procedure, the xience v 2.5x15 failed to cross the lesion. There was no adverse pt sequela reported. There was no additional info provided.